Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that they did not detect an incompatible crossmatch on an nys-doh proficiency sample. The customer has neither returned the proficiency sample nor the supposedly defective product. The customer did also not provide any informations on the date of event and the used lots. Therefore, our quality control laboratory tested the retained sample of the anti-human globulin anti-igg lot that had been delivered to this customer during an appropriate time frame. This retained sample was tested in cross-matching. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.